Event description:
It was reported that the patient presented remotely via merlin.net due to automatic mode switch episodes noted on their pacemaker. It was also discovered that the patient's pacemaker exhibited competitive atrial pacing and oversensing. No intervention was performed and the patient remained stable.